Event description:
It was reported that bd unknown cathena IV catheter broke / separated after placement it was reported by customer that, hit the IV catheter hub against the bed siderail so catheter was in the pt requiring surgical removal. Verbatim: pt was restless, hit catheter hub on bed rail, days later pt complained of pain at site, ultrasound showed the catheter was in the pt requiring surgical removal thanks for following up with (B)(6). As I understand and (B)(6) can clarity ¿ the patient may have accidently hit the IV catheter hub against the bed siderail¿potentially leading to the hub of the catheter cracking off the actual plastic catheter going into the patients skin/vein¿but important to explore from product point of view as well. The catheter became disconnected from the hub I understand and the hub (or part of the catheter) became dislodged under the patient¿s skin and the patient will need to have surgery to have the retained piece removed. (B)(6) met with his team to discuss this incident and another clinician on his unit told him that a similar incident happened to him. He was placing a cathena IV and the hub separated from the hub during insertion. Enough catheter was outside of the vein/skin allowing the clinician to dc the catheter.

Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable a-eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.